Manufacturer narrative:
The hygiene microbiological investigation report indicated the channels of the scope were cultured and 153 colony forming units of aerobic microorganisms during testing. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the videoscope tested positive on april 9, 2024 for 153 colony forming units (cfus) of aerobic microorganisms at 30°c, a presence of pseudomonas aeruginosa and presence of pseudomonas spp. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Correction to b5. Please see b5 for further information. Correction to b3, e1, e2, and e3. Correction to h11 of the initial report, olympus provided the following result of the culture test, performed at the third-party lab: sampling date: 25 apr 2024 sampling from: all channels cfu: 4 bacterial identification: micrococcaceae and micrococcus luteus/lylae this report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the lm's final investigation. The lm reviewed the customer provided cds processes where deviation from the instructions for use (IFU) were identified: the suction cylinder and the biopsy channel port were not brushed during manual cleaning. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the possibility of insufficient reprocessing due to deviation from the IFU could have led to the reported event. However, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, during reprocessing, the videoscope tested positive on 04 apr 2024 for 64 colony forming units (cfus) of pseudomonas aeruginosa and pseudomonas spp. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.